Event description:
It was reported that patient was experiencing extra diaphragmatic stimulation. It was also noted that patient's lead exhibited failure to capture. The lead was explanted and replaced with new lead. Patient condition was stable.